Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was returned with the complaint ¿broken cable¿ after all applications had been used. The returned product did not exhibit the event described in the complaint. The instrument was visually inspected internal and external. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion. A review of the provided image was performed by intuitive surgical, inc. (Isi) failure analysis engineer (fae): the following additional information was provided: fae was not able to confirm if there was a broken cable from the provided image.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.